Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a display anomaly on the insulin pump. The customer's blood glucose was unknown. The customer stated that she cannot read the display. The customer stated that the screen is severely scratched. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump received with cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot and severely scratched display window.